Event description:
Caller reported aviva system blood glucose results of 335 mg/dl and 160 mg/dl within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.